Event description:
It was reported that during routine maintenance, it was observed that the attachment device had an unspecified malfunction. During in-house engineering evaluation, it was discovered that the device had vibration. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn and were causing vibration. It was determined that the bearings were no longer in axial alignment. The assignable root cause was determined to be due to worn bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.